Event description:
On (B)(6) 2025, during a biopsy procedure using a maxcore device, the device was allegedly couldn't puncture properly. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to have residue throughout the needle and was received with both slides in their initial positions. Functional testing was not performed due to the received condition of the device. Therefore, the investigation is inconclusive for the reported failure to fire as the functional testing was not performed due to the received condition of the device. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a biopsy procedure using a maxcore device, the device was allegedly couldn't puncture properly. There was no reported patient injury.